Manufacturer narrative:
The product was returned for analysis. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
Additional information was received by a nurse who reported they have been having some hvac issues due to high heat and even had to cancel some surgery days when couldn¿t cool sufficiently. For events involving lens ¿cracks,¿ she didn¿t see them herself, but believes those in the operating room said, ¿they were not scratches and seemed internal.¿ their account manager has done a training refresher, and one of the items he conveyed was not advancing lenses until ready. A return visit is also being planned with a colleague. They haven¿t been having any issues recently.

Manufacturer narrative:
Product evaluation: the lens was returned loose in a bag. Viscoelastic is observed on the lens. The lens has been cut into two pieces. One portion is also cracked near the edge. This portion also has damage, which appears to have been caused by an instrument used to grasp the lens. A used company cartridge was also returned with a company pouch. Viscoelastic was observed in the cartridge. No damage was observed. The cartridge had evidence it was placed into a handpiece. The cartridge was cleaned for further evaluation. Top coat dye stain testing was conducted with acceptable results. Product history records were reviewed and documentation indicated the product met release criteria. The root cause for the reported lens damage could not be determined. The associated cartridge was not damaged. It is unknown if a qualified handpiece and viscoelastic were used. Company foldable iols are qualified for use with an company qualified delivery system (handpiece and cartridge) and ophthalmic viscosurgical device (ovd) combination. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There have been no other complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).

Event description:
An account manager reported on behalf of a facility representative about an intraocular lens with a description of lens crack. The product is available for return. Additional follow up requested.